Manufacturer narrative:
No unexpected scrolling of numbers anomaly, blank display anomalies, or off no power anomalies noted during testing. Button error alarmed after boot up and intermittent button response on the up arrow button due to corroded keypad traces noted. Unit passed displacement test and off no power test. The operating currents were within specification. Cracked lcd window, cracked case at lcd window corners, cracked reservoir tube lip, cracked reservoir tube window, cracked reservoir tube, cracked battery tube threads, and cracked belt clip slot were noted.

Event description:
The customer reported via phone call that the insulin pump died and the bolus percentage on the dual wave selection screen went to 100 percent on its own. She took the battery out and then the insulin pump alarmed button error. Customer's blood glucose level was not reported. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.